Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Due to character limitations section e1, initial reporter phone, was left blank. (B)(6) .

Event description:
The customer contacted heartsine to report that their device was switching on and off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device was switching on and off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. This fault was attributed to corrosion due to adverse storage. The corrosion was observed on multiple components and critical circuitries including but not limited to the j11 connector, microprocessor, rtc/status led and impedance/ECG circuitries. The corrosion on the screws and across the pcba would indicate the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.